Event description:
It was reported that a male pt underwent esophageal banding for the treatment of esophageal varices using the speedband multiple ligator device. The complainant indicated that this procedure was conducted during follow-up to a variceal ligation procedure, already performed on this pt. At the time of follow-up, the physician thought there would be enough tissue to place additional bands, so he proceeded with his attempt. During his attempt, the varix burst and bled out. The physician resolved the bleeding by closing off the vessel with bsc resolution hemostatic clips. The pt expired 2 hours following this procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.